Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n530278, implanted: (B)(6) 2015, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported via a manufacturer representative that the patient was getting a burning sensation every time he got a bolus. It was later noted by a health care provider (hcp) that the issue was that the pump was heating up. The symptoms only occurred during the bolus and not during the simple continuous flow. The symptoms were considered to be sudden. It was advised to the hcp to have the patient discontinue the use of the personal therapy manager (ptm). It was also reported that the patient was hospitalized due to a suspected superficial infection. Additional information received from an hcp reported that the patient had stopped using the ptm. Routine labs and cultures were done as diagnostics and everything returned negative. The infection had resolved with antibiotics; however, the side effects from the pump heating up had still not resolved. The pump was infusing 1 mg/ml morphine (unknown) at 0.3 mg/day. The patient's medical history includes spinal pain. A follow-up report will be submitted if more information becomes available .